Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had unexpected shutdown. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced an unexpected shutdown. A field service engineer inspected the unit no unusual findings. All cable connections were secure, and no errors were displayed. Battery was tested and replaced as a precaution, along with the power supply. Environmental factors were suspected due to prior electrical issues in the operation room. Although the unit has been stable since, all potential hardware concerns were addressed. Service notes indicated a possible firmware upgrade, suggesting it may have been pushed externally without prior customer contact. Verified unit functionality after replacing the battery and power supply. The unit was run through its full cycle successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had unexpected shutdown. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.